Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had pain, elevated metal levels and popping after asr hip implants. Left side also had loosening of prosthesis and osteolysis. Doi: (B)(6) 2007 (right hip) dor: none reported. Doi: (B)(6) 2007 (left hip). Dor: none reported. Patient is resident of (B)(6). Update: (B)(6) 2013 - ppd received. Part/lot has been updated for the left and right hips, as well as dor for the left hip. There is no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (left). Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob.  The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update - medical records received for left hip on (B)(6) 2013. Revision operative report for left hip indicates the following: pain; pseudotumor with a mild effusion and a greenish/grayish membrane throughout the hip joint; bloody joint fluid; gross motion between the proximal femur and femoral implant with osseointegration distally; inflamed iliopsoas tendon sheath. Left hip femoral stem added to complaint.